Manufacturer narrative:
(B)(4). Vyaire medical was able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator's charge status led was solid red. The ventilator was powered on and charged for a period of 12 hours, on the ac adapter was removed from the ventilator, the ventilator shut off immediately. Vyaire medical replaced the battery to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator was not charging the internal battery. While in service, the ventilator would shut off immediately after the ac adapter is removed. There was no report of any patient involvement associated with this reported event.